Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Last name unknown / not provided.

Event description:
It was reported that the implant fractured and was removed. Symptoms as a result of the event: edema, inflammation and pain.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D10: device available for evaluation change ¿no' to 'yes'. G2: office contact - manufacturing site. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrativethe. Full osseotite® tapered implant 4 x 10mm (fnt410) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No relevant pre-existing conditions were noted on the per. The reported product was located on tooth # 16 (fdi) and used for approximately 4 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2014091423. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2014091423) for similar event and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (fnt410). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One full osseotite® tapered implant 4 x 10mm (fnt410) was returned for evaluation. Examination of the returned product revealed significant signs of wear from use about the hex feature and fracturing at the threads. No relevant pre-existing conditions were noted on the per. The reported product was located on tooth # 16 (fdi) and used for approximately 4 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2014091423.it was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2014091423) for similar event and no other complaint was identified. May post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (fnt410) therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.